Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient felt that the stimulation was stronger in the morning. When the patient checked their ins, it said that they were laying on their left side while they were upright and the voltage was on the left laying setting. The patient was walked through disabling the adaptive stimulation using the patient programmer (pp). No further complications are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-apr-03 indicating that they met with the patient on (B)(6) 2018 at the healthcare professional¿s (hcp) office. Come to find out, they never felt a change but saw the strength was different. When asked about the side lying versus upright discrepancy the patient said that they never said that ¿it (the screen) said they were lying l when upright¿, or vice-versa, but that the numbers were different. The patient said that the screen would change from where they had it set to 2 point 5 or 2 point something 5 or 1.5 something like that. The rep used the patient¿s remote to turn the adaptive stimulation (as) back on and it was appropriate for upright. They then had them move through all different positions and each was appropriate. They rep scrolled to group b and saw it was set on 2.05 then to group c and that was set to 1.5. Turns out, nothing was wrong at all with the device in any way. They were scrolling between groups; seeing the numbers change and were confused by it. The rep explained what they were doing and what the different groups were and sent the patient home with instructions to call them in the future for further needs or concerns. The hcp was at the office and stopped by to talk as they were parting ways and the non-issue was discussed in detail. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.